Event description:
Product implanted in 2006, removed in 2008, due to pain being experienced by the patient.

Manufacturer narrative:
From the information reported, there is no indication the product failed to perform. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Patient also had device implanted & removed, see MDR 1032347-2008-00054.